Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. There was no report of confirmatory testing. Results were not reported to clinicians and no report of adverse patient impact. The following information was provided by the initial reporter, translated from dutch to english: the customer reports false positives for vibrio.

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. There was no report of confirmatory testing. Results were not reported to clinicians and no report of adverse patient impact. The following information was provided by the initial reporter, translated from dutch to english: "the customer reports false positives for vibrio."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false positive results for vibrio on the bd max xebp assay. Field service was dispatched. Field service observed a required normalization correction in the 585/630 (rox) channel. Service normalized both readers. 5ch qualification test was performed. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 08oct2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.